Event description:
Trocar was placed in patient but balloon would not inflate. Manufacturer response for structural balloon trocar, (brand not provided) (per site reporter): rep. Was notified, not response yet.